Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The actual date of event is unknown. The date received by manufacturer has been used for this field. (B)(6) 2016.

Manufacturer narrative:
(B)(6). Results: no samples were returned, but photos were attached, showing one broken cap, on dirty eps tray, and two tubes each with a minute black fm either inside or embedded in their walls. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6032991. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® pst¿ ii plastic tube with light green bd hemogard??¿ closure had a broken cap, black foreign matter, and a dirty tray. No injury or medical intervention reported.